Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of no adverse event ('no adverse event') in a 27-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced no adverse event. At the time of the report, the no adverse event had resolved. The reporter considered no adverse event to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: hypersensitivity reaction to nickel. Most recent follow-up information incorporated above includes: on 16-aug-2021: this case marked for deletion as there is no adverse event reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('hypersensitivity reaction to nickel') in a (B)(6)-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopic micro-insert removal). Essure was removed. At the time of the report, the allergy to metals had resolved. The reporter considered allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: hypersensitivity reaction to nickel. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.